Event description:
It was reported that post op a laparoscopic adjustable band procedure, the port had to be removed due to leakage of the tubing. When removing the port, the tubing strain release was cracked on the port side and moving. The tubing was fully connected to the port. The leak was located with methylene blue. The leak was found about 1 1/2 inches away from the strain release. When removing the port, the surgeon opened the port to remove it, the indicator showed that it was unlocked, but the hooks were fully in the locked position. Cautery was used to remove the port. A new port was implanted. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 9/25/2009. Information anticipated, but unavailable at this time.